Event description:
A consumer reported that the diamondclean smart power toothbrush charging system caught fire which resulted in minor property damage. No injuries were reported. However, it is reasonably possible that injury could occur if this event were to reoccur.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
Product was returned to manufacturer for investigation. It was confirmed that the product malfunctioned. The cause of the customers complaint is a burned charger.

Manufacturer narrative:
Product was returned to manufacturer for investigation. It was confirmed that the product malfunctioned. The cause of the customers complaint is a burned charger.